Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 f device. The sheath separated from the crimp ring while deploying the needles. Backdown was unsuccessful. With the assistance of hemostats, the cardiologist extracted the needles and employed a second device. The device functioned well, however a small amount of oozing was noted around the device and the cardiologist determined to abort the procedure and close with manual compression. The pt was given prophylactic antibiotics.